Manufacturer narrative:
The lead was returned cut in three segments. External insulation abrasion was found at 19.5-20.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Event description:
It was reported that noise was observed on the rv lead. During extraction, a clavicular crush was suspected. The lead will be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.